Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00994, 2134265-2015-00998. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motordrive unit (mdu) did not perform pullback at all. Manual pullback was then done to complete the procedure. No patient complications were reported.